Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to a leadless procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, the lever of the second prostyle device was returned to its original position but the foot was still open, the device was stuck. An ultrasound was taken to confirm the footplate was stuck open inside the vessel. After attempting to cycle the footplate and gently rotating the device to try to free footplate, the physician also tried to break open the device from the back to get the footplate back down. Reportedly, the guide tube had a bend. Vascular surgery had to perform a cut down to retrieve the device. Hemostasis was achieved via surgical suturing. They moved to the left side to perform the leadless procedure. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.